Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has previously caused or contributed to patient injury. Device issue: shaft separation. It was reported that the distal end of the shaft was bent and cracked during unpacking. It was also confirmed that the distal end of the shaft was separated in two pieces. No additional event or patient information is available.

Manufacturer narrative:
Results- product performance engineering could not determine a definitive root cause for the shaft separation. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was stationary on the balloon and between the markers. The balloon was tightly folded. The balloon was separated at the proximal seal. The balloon and stent implant were separated and returned on the stylet. The outer member was stretched and wrinkled for the length of the outer member, 1.5cm distal from the guide wire exit notch. The outer member was wrinkled proximal to the separated proximal seal in 3 areas. The soft tip was also separated at the distal edge of the distal seal. The soft tip was returned on the stylet. The separated edges of the soft tip and the inner member were stretched and jagged. There was a kink in the proximal hypotube shaft 54.5cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the distal shaft kinked and separated during unpacking. Quality assurance technician analysis of the returned device found no blood or contrast visible and the balloon was still tightly folded with the stent securely positioned between the markers. This is all consistent with the fact that the device was not used. Analysis confirmed the reported separation. The balloon was separated at the proximal seal; 15.5cm of the inner member and the balloon, with the stent implant still attached, were separated and returned on the stylet. The outer member was both wrinkled and stretched in several places. The soft tip of the sds was also separated at the distal edge of the distal seal and was also returned on the stylet. The separated edges of both the soft tip and the inner member were stretched and jagged. This type of damage, along with the stretching of the outer member, suggests that the separations may be related to tensile overload (material stress/fatigue). There was no report of any resistance when removing the sds from the coil. The damage to the returned device appears to be the result of force being applied to the shaft; however a conclusive root cause cannot be determined. The only other damage noted to the device was a kink in the hypotube. There was no report of any damage to the hypotube in the incident report, and likely resulted from the handling of the device during packing for shipment back to abbott vascular for evaluation. It does not appear that this kink is related to or contributed to the reported distal shaft separation. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.